Event description:
It was reported that multiple malfunction alarms occurred. Reportedly, the pump fell. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 156 mg/dl.

Manufacturer narrative:
Per tandem user guide: do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface.